Event description:
Pt was treated on protocol rtog 1119 standard of care (arm 1) with wbrt. Pt was treated (B)(6) 2018 at 8:05am. She received 6 fractions of rt. Per radiation therapist, pt did not endorse any specific complaints and did not request to see a physician before leaving clinic. According to ed report, ems was called to pt due to sob, chest pain, and syncope the evening of (B)(6) 2018. Ems performed CPR and administered epinephrine on site and transported pt to ed in cardiac arrest. Resuscitation was attempted and epinephrine, sodium bicarbonate, calcium chloride, and amiodarone were all administered in the ed. Pt was pronounced deceased at 8:39pm. Cause of death is listed as presumed pe but there is no supporting imaging to confirm. Therapy start date: (B)(6) 2018, therapy end date: (B)(6) 2018. Diagnosis or reason for use: brain mets.